Event description:
It was reported that the patient developed endocarditis. The device and lead were explanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed endocarditis. The device and lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7231cx implantable cardioverter defibrillator (B)(6) 2005. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).